Event description:
It was reported that the patient presented for defibrillation testing. The patient had a previous ventricular fibrillation event and the implantable cardioverter defibrillator failed to deliver therapy to convert the rhythm. During the defibrillation testing, the defibrillation was unsuccessful at 21 joules but was successful at 25 joules. The device was reprogrammed. The patient tolerated the procedure well without complications. The device was explanted on (B)(6) 2017 due to the patient receiving a heart transplant.

Manufacturer narrative:
The reported field event of high voltage output anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.